Manufacturer narrative:
Correction: patient age provided is an estimate as the patient was described to be in his early teens. Patient sex provided. A medtronic representative reported that there were no anomalies with the reported pak needle. Also, no anomalies with the suretrack used in the surgery. According to the rep, the system and the instruments worked normally. The most likely cause of the reported event was improper user technique during registration. When the doctor registered the pak needle, the needle was not straight. It seems that the registration of the suretrack was not correctly. The doctor did not register again, the procedure was continued. Two (2) or 3 screws were misplaced. One of screws was about 5~6 mm was shifted in the inner side. It got into the nerve. The screws were replaced using imaging. The imaging taken after placing screws was planned. The procedure type was posterior fixation surgery, the patient was male, early teens. Other patient information was unobtainable.

Manufacturer narrative:
Correction: the medtronic representative reported that the surgeon opted to complete the procedure without the use of the navigation system and only use the imaging system to reposition the screws.

Manufacturer narrative:
No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a procedure, the surgeon observed an imprecision in that they believed the pak needle reached the bone. Navigation displayed that the needle was within the bone. It was reported that 3 or 4 screws were revised due to the imprecision. The direction and amount of imprecision were not provided. There was a reported delay to the procedure of more than 1 hour due to this issue. There was no impact on patient outcome.